Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 1 of 3. Report received from (B)(6) stating that the device had debris in the sterile packaging. It is known that the device was not used in surgery. It is also known that there was no patient/user injury or medical intervention. If any additional information should become available, this notification will be updated accordingly.